Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode that was potentially detected due to noise. It was further reported that the patient was undergoing a coronary artery bypass graft procedure at the time of the event. The icm remains in use. No patient complications have been reported as a result of this event.